Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. Noise and oversensing also occurred, which resulted in inappropriate atrial tachy response (atr), and the patient experienced palpitations. The physician planned to perform a revision procedure. At this time, this pacemaker system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this pacemaker system was electrically abandoned, and a new system was implanted on the right side. No additional adverse patient effects were reported.